Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to suspected infection. The patient reported a rash under the left arm since the device and lead replacement. There were no additional adverse patient effects reported. The crt-d remains in service.